Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 02/12/2015. The fse found the aperture voltage reading below limits, a leak in the flowcell area, and giant platelet flags on the differential (diff) count. The fse trimmed and reattached disconnected tubing found on the diff shear valve cvl85/126; replaced tubing through pinch valve vl65 and replaced the sample line tubing for diffs, retics and the stabilyse delivery tubing. Vl65 delivers lyse to the diff chamber. Following the repairs, the instrument ran without leaks or errors. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported a fluid leak of approximately 20ml from near the flowcell on a coulter lh 750 hematology analyzer. The leak was contained within the instrument and aperture voltage error messages were observed by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.